Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model and lot numbers unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smart touch unidirectional catheter where there was a loss of both the impedance reading and the signals. It is unknown if the signal loss was observed on the body surface channels, intracardiac channels, or both. Additionally, it is not known if the signal loss was observed on the carto 3 system, recording system, or both. The catheter was replaced with another, and the case was completed without any patient consequences. The customer stated that they did not remember if another electrocardiogram (ECG) signal was available to monitor the patient¿s heart rhythm during this event. Since the presence of an ECG signal could not be confirmed, this event is being conservatively reported, as the inability to monitor a patient¿s heart rhythm while devices are intracardiac can potentially lead to an undetected ECG rhythm that could be life threatening.

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). It was reported that a patient underwent an ablation procedure with a thermocool smart touch unidirectional catheter where there was a loss of both the impedance reading and the signals. The returned device was visually inspected and was found in good condition. The catheter was then evaluated for electrical performance, temperature response and generator compatibility. The electrical reading and impedance values on electrode #1 were not displayed. Further examination revealed that lead wire # 1 was broken, causing the failures. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. The root cause of the wire breakage cannot be determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process.

Manufacturer narrative:
On 12/8/2016, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).